Event description:
It was reported that during a simple prostatectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported they had a recoverable error #319 on universal surgical manipulator (usm) 1. Prior to the contacting the tse, the customer power cycled and performed an emergency power off (epo) a few times. The tse checked logs and confirmed an error pointing to usm 1. The tse advised the system was useable with 3 arms. At the time of the call the surgeon was not sure if they would use the system with the recoverable faults for the procedure. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. System logs were reviewed, and no procedure was completed on the noted system (sl1281) the reported date of the event. At this time, it is unknown if the procedure was completed using another da vinci system or if it was converted to open or laparoscopic.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned with a reported problem of ¿error 319 on usm 1.¿ the usm issue was confirmed via related notification and replicated in-house. The usm was tested on an in-house system where it failed normal mode, logging error 319. The usm was also tested on a functional test platform where it failed check all board and fiber tests. A golden axes controller motor (acm) printed circuit assembly (pca) was installed and the usm passed on retest.

Event description:
Refer to h10/h11 for follow-up information.